Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced autoreducing, a field representative interrogated the system and it showed the lead has multiple contacts with high impedances. As a result, the patient underwent surgical intervention in which the lead was explanted and replaced.